Event description:
It was reported that the tip of the sheath fell off in the bladder during therapeutic transurethral resection of bladder tumor. It took time to retrieve it causing the procedure to be extended for greater than or equal to 30 minutes, with patient under sedation. The same device was used to complete the procedure however, the anticancer drug after the therapy could not be administered in order to allow the fragments of the distal end to be excreted naturally. There were no reports of further patient or user injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d4, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Visual inspection confirmed that the ceramic insulation was missing. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The likely cause of the reported failure found during evaluation was due to component failure. As for the technical cause, it is assumed that the damage of the insulation material of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the physician attempted to retrieve the fallen off section with grip forceps, but the fallen off section was broken off. Large fragments were retrieved with forceps but the small fragments were recovered by spontaneous ejection. There was a procedural delay for about 20 to 30 minutes. There were no reports that the anticancer drug was administered. The patient had been discharged from the hospital. There were no further reports of patient harm.